Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/22/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that the device does not apply the staple, having got loose in the abdominal cavity. Please confirm that the straps were not adhering to the tissue and/or mesh? Yes did the surgeon retrieve the straps that loose in the abdominal cavity? Yes provide procedure? If hernia repair indicate type (i.e. Ventral, inguinal) and if it was open or laparoscopic? Laparoscopic ventral hernia.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, the device does not apply the staple, having got loose in the abdominal cavity. The straps were not adhering to the tissue and/or mesh. The straps that loose in abdominal cavity were retrieved. There were no adverse consequences reported.